Manufacturer narrative:
Account was advised to keep the lift out of service until lift was repaired. Customer has not yet placed an order for replacement parts. No serial number was provided.

Event description:
Facility alleged that the footplate on a sabina is cracked. No injury alleged.